Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device stopped functioning without providing an alarm after insulin leaked into the cartridge compartment. The customer experienced hyperglycemia and was hospitalized with diabetic ketoacidosis as a result. It is unknown how long the customer was hospitalized or what treatment was provided. The alleged product was requested for evaluation.